Manufacturer narrative:
The customer contacted a siemens customer care center (ccc). The customer allowed the ccc remote access. The ccc auto aligned the server 1 probes and found that the reagent arm 1 failed in motion mismatch. The ccc advised the customer to reseat reagent arm 1 probe, perform home-initial- sequence of reagent arm 1, auto align reagent arm 1 and prime probes and the cleaner. The ccc instructed the customer to do a quick check and reset the instrument. The cause of the discordant, falsely depressed calcium (ca) result on one patient sample is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely depressed calcium (ca) result was obtained on one patient sample on a dimension vista 500 instrument. The discordant result was not reported to the physician(s). The sample was repeated on the same instrument, resulting higher. The sample was then repeated twice on an alternate dimension vista instrument, resulting higher and matching repeat results were obtained on the original instrument. After troubleshooting was performed on the original instrument, the sample was repeated in duplicate, resulting higher. The corrected result obtained on first repeat on the original instrument was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely depressed calcium result.